Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia while using the ilet system and initially did not perceive a low-glucose alert; during the call an urgent low alert occurred, alarm history displayed low and urgent low alerts, and device volume was confirmed on high with education provided regarding louder ringtone options in the paired app. Symptoms included hypoglycemia without additional clinical manifestations. Outcomes included self-treatment with oral carbohydrates and return of glucose to within target range, with no medical intervention or hospitalization. Investigation included review of alarm history and device settings and provision of troubleshooting and education. Investigation of this case revealed that alerts were generated as designed and were visible in alarm history, with user perception of alarm volume addressed through education on notification settings. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.